Manufacturer narrative:
The glidescope bflex 5.0 bronchoscope was returned to verathon and analyzed by the sustaining engineering team who could not replicate the frozen image issue. The unit was tested with a known working monitor and cable. The articulating tip and flexible shaft were manipulated and no issues were found; the unit functioned as intended. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been returned to verathon, however at the time of this report, the device has not yet been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the image froze while advancing the tube into the patient's airway. There was no delay in the procedure. As no backup device was available, direct laryngoscopy was performed. No harm to the patient or user was reported.